Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has the electrode array outside of the cochlea. Only five electrode channels are functional and the pt has only limited access to sound. It seems that the cochlea is severely ossified.